Event description:
It was reported that this right atrial (ra) lead with the cardiac resynchronization therapy defibrillator (crt-d) exhibited far field oversensing that lead to inappropriate mode switch. Technical services (ts) recommended potential programming changes. This ra lead and crt-d remain in service. No adverse patient effects were reported.